Event description:
Peripherally inserted central catheter (PICC) line placed using a peel-away modified seldinger introducer. When trying to peel away the introducer, one of the wings broke off leaving the plastic sheath attached to the line. It was very difficult to remove the sheath without dislodging the line on this 800 gram baby, and it had to be manually peeled off using sharp tweezers that risked damaging the line. This has been escalated to our products/materials team & defective products, as well as the company. This is our fifth modified seldinger introducer that has broken during use. This is the first one that has broken from lot number 1068. Manufacturer response for introducer, syringe needle, neomagic (per site reporter) neo medical has issued us an return merchandise authorization (RMA) form as well as a data collection form. Will work with clinical caregivers to get this completed and returned for investigation.